Event description:
" A needlestick injury occurred because the safety cap came completely off while a nurse was engaging the safety piece."

Manufacturer narrative:
The customer reports that there is no sample to be returned for evaluation. An investigation is currently underway.